Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported the atrial lead dislodged and had an unacceptable threshold. It was also reported there was a potential infection. The lead was explanted. A new lead was implanted in a different location. No further patient complications were reported as a result of this event.